Event description:
On (B)(6) 2026, the patient's family reported that the patient's ltv1150 pulmonetics ventilator became completely inoperable while traveling near (B)(6), and they were unable to restore function despite attempting multiple power sources; notably, there was no backup ventilator available. They were instructed to begin manual ventilation and proceed via emergency medical services to the nearest hospital, where the patient was safely transported and stabilized on an ambulance ventilator with approximate settings before arrival at the emergency room. The on-call respiratory therapist coordinated and completed a ventilator exchange at the hospital, confirming appropriate settings and ensuring the patient was stable and comfortable with no reported harm.